Event description:
Nine days after implantation for biventricular failure, the site reported that the patient experienced a sudden decrease in his vad flow estimations and expired. They reported change in flows initially occurred with the rvad (B)(4) followed by the lvad (B)(4). Despite cardiopulmonary resuscitation efforts, the patient expired. Medications at the time of the event included marcumar. Autopsy was planned but results have not been provided. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2014-00284 and 00285) submitted for devices related to the same event.

Manufacturer narrative:
Additional information received: an autopsy was performed and this revealed that the patient had a tamponade in and around the pericardium. This tamponade had compressed the right ventricle with subsequent low flow and suction followed by the same cascade of events in the left ventricle. The event was reported to be unrelated to the heartware devices by the site. Conclusion: the device is being retained by the (B)(6) state's attorney for legal purposes and is not currently available for return to the manufacturer. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Review of the controller log files revealed multiple low flow alarms that began soon after implantation along with sudden and sustained drops in flow estimations with subsequent intentional pump stops that correlate to the reported events bleeding and tamponade. Investigations of complaints with similar circumstances were reviewed; pericardial fluid collection may be due to lvad implantation and/or therapy, myocardial infarction, renal failure, autoimmune disease, heart failure, pulmonary emboli, cirrhosis, or malignancy. Tamponade is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. No additional information will be forthcoming. This is one of two reports (3007042319-2014-00284 and 00285) submitted for devices related to the same event.